Event description:
It was reported that the omnipod personal diabetes manager (pdm) gave an uncommanded bolus. The patient's blood glucose level was 3.7 mmol/l (66.6 mg/dl). Additionally, the customer reported ongoing communication issues between his op5 device and his dexcom device.

Manufacturer narrative:
Post market safety reviewed this case. The customer reported ongoing communication issues between his op5 device and his dexcom device. The customer reported experiencing low blood glucose levels and he was unable to switch from manual mode to automated mode. Insulet confirmed the 2 devices were not positioned appropriately, "in line of sight". Additionally, the customer reported the op5 device independently delivered a bolus of insulin that was not requested. The customer was sent a replacement controller. At the time of this report, the physical device has not been returned for investigation. The customer did not require medical attention or interventions related to this report. Lot release records were reviewed and the product lot met all acceptance criteria.

Manufacturer narrative:
In the case description, the user mentioned having connection issues between the pod and cgm and the system delivering boluses uncommanded. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Investigation of the android log files confirmed pod-cgm communication issues across several pods, with the issues starting after a pod change where the pod was unable to find the cgm and timed out, with egvs starting at -7 and going to -6. After a couple of pod changes, the cgm starts at -3 and goes to -4, indicating another period of searching for the cgm and timing out. The available controller logs show no abnormalities that would contribute to the pod-cgm communication issues. The exact cause of the pod-cgm communication issues could not be conclusively determined. The logs show three boluses delivered on 27jun2024, a 5.55 u bolus at 13:35, an 18.6 u bolus at 17:22 which was canceled at 17:48, and a 6 u bolus at 17:48. Engineering logs show evidence of interaction to open the bolus calculator, program and modify the bolus amounts, and confirm and start the bolus deliver. No evidence of an uncommanded bolus was observed in the logs.